Event description:
Customer reported that there was an emergency room visit due to high blood glucose. Customer states that there was also a motor error alarm customer states that the blood glucose reading is 400 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test, self test, error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. The low reservoir alarm functions properly. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window, scratched case, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.